Event description:
On (B)(6) 2014, it was reported that this patient underwent explant of the vns therapy system on (B)(6) 2014 due to infection at the generator site. The patient was on a post-operative course of antibiotics. There was no trauma. Lab tests confirmed that the patient was positive for (B)(6). Clinic notes dated (B)(6) 2014 were received. On this date the patient presented with the vns coming out of her skin. On this date, the vns was interrogated and settings were unchanged. Follow-up showed that the extrusion was first observed on (B)(6) 2014, and the patient was referred to the surgeon for evaluation. There was no patient manipulation/trauma, and no causal/contributory medication/diet changes that preceded the extrusion. Per the physician, the patient is very frail and does not have any fatty tissue.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.